Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) had customer remove the 30-degree endoscope, cycle the instrument clutch button, and re-install the scope. The issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the arms were moving the opposite direction. The customer confirmed they were using a 30-degree endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the scope, cycle the instrument clutch button, and reinstall the scope. The issue was resolved. The procedure was completing as planned with no reported injury.